Event description:
Surgical tech noticed that intracept access instrument tip was missing. This was noticed because one instrument was not the same length as the second instrument after being used. Physician was aware. No patient harm. FDA safety report ID # (B)(4).